Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the balloon tore after 30 mins in the pt. The physician changed from evh to open technique. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation details: visual inspection shows that the balloon and the outer silicone coating were damaged when received. The complaint that the balloon tore during use is confirmed. The probable cause of the btt tearing is due to the mfg process. Mfg personnel will be notified.